Event description:
The patient reported that one of their lead was loose and that they were experiencing diaphragmatic stimulation and had also noticed that they have started drooling. Follow up information provided that the right atrial lead was pulled back after the device was change out. The lead was programmed off until the lead was removed and replaced. No further patient complications have been reported as a result of this event

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.